Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿no image¿, occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. The device evaluation found the cable was damaged and leaking, causing noise in the image, and the coupler was deformed which prevented rotation of the scope. Initial reporter health professional: was inadvertently checked; reporters title is not available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd autoclavable camera head was not producing an image. The issue was found during inspection for use prior to a therapeutic choledochoscopic examination. The facility finished the procedure with a similar device. There were no reports of patient harm.